Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: surgical hemostasis. It was reported that a physician untrained in the use of the prostar xl device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after deploying the sutures, "one of the sutures was inadvertently pulled out of the artery later in the procedure." Hemostasis was achieved with the remaining suture, but the physician was concerned whether the suture would maintain hemostasis since the access site was 18f. The physician decided to "go back in and re-tighten the suture, but the tail-end of the suture snapped." The suture continued to maintain hemostasis, but the physician continued to be concerned that it was "risky to use only one suture"; therefore, a cut-down was performed, the remaining suture was removed, and the vessel was surgically sutured to ensure hemostasis. The patient was discharged the next day, as planned. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Incorrect use of device - off label use. The prostar xl instructions for use (IFU) state, "caution, this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physician) who are trained in diagnostic and therapeutic catheterizations procedures and who have been trained by an authorized representative of abbott vascular." The device is expected top be returned for evaluation. A follow-up report will be submitted with any additional relevant information.